Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, exposed to moisture, no delivery/occlusion alarm and e/a alarm unspecified. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed for allegation. No harm requiring medical intervention was reported. No product return is required for mmt-1782k.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing a weld spot. The pump was received with a critical pump error (open book image). Unable to confirm / not confirm no delivery/ occlusion alarm and unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). The initial attempt to download/upload using crest/thus was unsuccessful. Unable to verify pump error 35 because unable to upload the long trace or pump history files. A second attempt to download a xtest file and then upload the bootloader traces was successful. 2 consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6; pcba2--j1, lcd flex cable terminal; force sensor flex cable terminal. In summary, the customer¿s report of a critical pump error 35 was confirmed during testing. The critical pump error (open book image), the inability to completely upload all files, and the 2 consecutive occurrences of the error code = 0x00000044 are due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.